Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported on the rv channel in recordings transmitted to home monitoring. Patient is dependent and noise was causing pacing inhibition. Device to be programmed doo until patient can be seen for a lead revision per the clinician. Lead remains implanted. Should additional information be received, this file will be updated.